Event description:
The customer reported to baxter ireland a flo-gard IV administration set in which "the nib of the giving set broke when inserting into the liter bag of fluids." There are no reports of patient involvement, patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection revealed that the tip of the spile was broken off. Therefore, the reported condition was confirmed. An assignable root cause could not be identified. The chambers used on this product are purchased from an external supplier. The supplier was notified and a corrective action was put into place. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found.